Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 426mg/dl. The customer changed the set and they were not able to place the plunger up through the tubing. The customer stated the set change fixed the problem. The customer down to 396 mg/dl, exited auto mode, and used bolus wizard to do a bolus. The insulin pump will not be returned for analysis.